Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace data showed sample short, sample clot, and sample foam alarms in dec-2024 and jan-2025. The 2 affected samples were reported to have foam on them. The sample foam detection camera shows that the active gripper wheels were covered in dust. For patient sample 1, floating particles were visible. For patient sample 2, white particulate matter was observed floating on/in the sample. A general reagent issue is not present as qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 104 ng/l. The sample was repeated twice with results of 10.7 ng/l and 11.1 ng/l. A new sample was obtained and the initial result was 10.9 ng/l. The repeat result was 11.5 ng/l.

Manufacturer narrative:
Discrepant troponin t hs results were provided for an additional patient sample (patient 2) tested on (B)(6) 2025. On (B)(6) 2025 the initial result was 32.7 ng/l. The sample was repeated 3 times with results of 16.4 ng/l, 10.8 ng/l, and 8.8 ng/l.